Event description:
Within one hour of treatment initiation, the patient complained of palpitations and dyspnea. Oxygen saturation decreased to 69%, and electrocardiography confirmed atrial fibrillation, indicating acute exacerbation of chronic heart failure. No additional details were provided.